Event description:
Pt underwent cardiac cath with intervention. After procedure angio seal was used to prevent bleeding from right femoral artery stick. When pt met criteria to get oob, pt complained of right leg pain and right foot numbness. Nurse examined pt and could not palpate or dopler pulse. Cardiologist notified and consulted vascular surgeon. Pt seen by vascular surgeon and immediately taken to the operating room. Pt underwent the following surgery. Right femoral artery exploration, thrombectomy of right common femoral artery, extraction of foreign body, repair of right common femoral artery, saphenous vein patch angioplasty of the right common femoral artery, intraoperative arteriogram. FDA safety report ID# (B)(4).